Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 4mm and approx 42mm proximal of the weld site. The section of j stiffener wire, which fractured approx 4mm and approx 42mm proximal of the weld site was rec'd with approx 23mm of the distal end protruding out of the outer polyurethane insulation approx 9mm proximal of the weld site. The proximal section of j stiffener wire measures approx 45mm and has migrated down lead body approx 105mm proximal of weld site.

Event description:
Device analysis is provided. Explant method: intravascular, superior technique/tools: sheath(s) no complications.